Manufacturer narrative:
Concomitant medical products: vitagel surgical hemostat (product ID: 2113-0000, lot number: a1403066), abstack20s sht 5mm sgl use abs dev 20 (lot# n2e0051vx). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions and recurrence. Post-operative patient treatment included revision surgery and mesh explant.